Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a procedure, the arthropierce broke inside patient. Broken pieces were removed from the patient using tweezers. The procedure was completed without delay but it is unknown how. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event description and health effect code updated.

Event description:
It was reported that, during a shoulder arthroscopy, the arthropierce broke inside patient. All broken pieces were removed from the patient using tweezers. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported. Current status of the patient is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, all of the broken pieces were removed by tweezers. No patient injury or further complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.